Event description:
Pt had cystectomy in (B)(6) 2011 and was discharged on (B)(6) 2011 as scheduled. During pt's post-op office visit, it was stated this suprapubic tube was dislodged and drainage from incision. Admitted to the hospital for management.